Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use, during the event include: brand name: intellis, product ID: 97755, (serial#: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Regarding an external device. The reason for call, was patient reported, they had a hard time finding the implant. And the issue began probably 3 months ago. Patient couldn't find the device or had to put the recharger close to the implant to find the implant. Then it would say 60%. Recharger also got really hot when charging the implant. During the call, patient denied damages on the recharger and controller charging port. Patient got 0/middle number kept fluctuating/96 on passive recharge. Patient placed the paddle away from the implant and got 0/middle number, kept fluctuating/86. Agent sent email to repair to replace the recharger.

Manufacturer narrative:
H3: product ID 97755 serial# (B)(6) was returned for product analysis. Analysis found the complaint unverified and the recharger (rtm) never got hot after running it for 10 mins. Also, it would recharge excellent then turn to a poor recharge quality message after running it for 10 mins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.